Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and boston scientific: obtryx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that patient underwent mesh revision concurrently with the procedure on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that patient underwent cystourethroscopy, bilateral retrograde pyelogram, and hydraulic bladder distention on (B)(6) 2009 due to persistent, progressive suprapubic pain, dysuria, urinary hesitancy, and history of interstitial cystitis. It was reported that patient underwent cystourethroscopy, bilateral retrograde pyelogram, and hydraulic bladder distention on (B)(6) 2012 due to persistent urinary frequency and urgency and suprapubic/lower abdominal discomfort. No additional information was provided.